Manufacturer narrative:
The investigation of the purge leak ¿ pump has been completed. The field data logs were reviewed and initially purge flow drops from 10 milliliters per hour (ml/hr) to five ml/hr and was stable for the remainder of the run. No motor current spikes, purge alarms, or suction alarms were observed. The product was returned and evaluated. The returned purge cassette tubing was tied off so it was not used in reproduction testing. The pump was set up and ran for 10 minutes in the lab. No abnormalities were found. The failure mode was updated from "purge leak - pump" to "high purge pressure" because the purge flow decreased. There was no issue found during the case. The device functioned/operated to specification. H.6 due to investigation results, medical device problem code 1250 was reported incorrectly on the initial manufacturer device report number 1220648-2024-18753 and has been updated on this report.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that the patient was on impella cp support and after the pump was started the purge fluid 9-10 milliliters (ml) gradually decreased to 4.9 ml where it stayed. No change in purge pressure (575-601), motor current or impella flow. No kinks in purge line. The impella cp was taken out of auto mode and turned down to p5 before wiring percutaneous coronary intervention (pci) vessel due to mean arterial pressure in the 140's. The purge fluid increased to 5.1 ml. Pci was done and impella cp was weaned to p3 and purge fluid increased to 6-7 ml. By the time the cp was on p2, purge fluid 8 ml. The patient survived the event.